Event description:
This right atrial lead showed low impedance on hm (B)(6) 2023. It was reported on (B)(6) 2023 that the patient presented to hospital following a syncopal event. The lead failed intermittent sensing and capture. The lead was explanted.

Manufacturer narrative:
Additional info received that on extraction, cardiac tamponade occurred requiring cardiac surgery. Upon receipt, the lead was found severed. Only a stretched 95cm long medial fragment was returned, a proximal und distal fragment were not returned. A locking stylet was found inserted in the medial fragment. The performance of the fragment was scrutinized, including a visual inspection and an inspection of the provided follow up information. The analysis of the provided electrical data acquired between (B)(6) 2022 and (B)(6) 2023 recorded the pacing impedance initially at 400 ohms, before starting in (B)(6) 2023 the impedance intermittently dropped onto < 150 ohms. During the analysis of the lead multiple insulation fractures were detected on the stretched medial fragment. Due to the fragmented state and the explantation damages the root cause for the insulation fractures could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.